Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated her right fallopian tube") in a 36-year-old female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included medical procedure (for leg pain) in 2014, gravida I, parity 1 (date of birth: (B)(6) 1996) and blood pressure high (complication during pregnancy). Patient was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Previously administered products included for contraception: ortho evera patch from 2002 to 2003. Past adverse reactions to the above products included myocardial infarction with ortho evera patch. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced back pain ("back pain/ lower back pain/ aching back pain"). In 2012, the patient experienced pain in extremity ("leg pain/ aching leg pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), thyroid disorder ("thyroid problems"), fatigue ("extreme fatigue"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain/ started having severe abdominal pains due to cysts forming on my ovaries/ pain/ abdominal pains/ abdominal pain/ sharp abdominal pain/ abdominal pain on my right side"), ovarian cyst ("cyst on my one ovary"), sleep apnoea syndrome ("sleep apnea"), amnesia ("memory loss"), medical device pain ("severe and persistent pain/ pain was possibly coming from the essure") and mental disorder ("caused or aggravated any psychiatric or psychological condition"). The patient was treated with analgesics, cyclobenzaprine hydrochloride (flexeril), ibuprofen, physical therapy (chiropractic) and surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. In 2015, the pain in extremity had resolved. At the time of the report, the fallopian tube perforation, thyroid disorder, fatigue, fibromyalgia, ovarian cyst, sleep apnoea syndrome, amnesia, medical device pain and mental disorder outcome was unknown and the back pain and abdominal pain had resolved. The reporter considered abdominal pain, amnesia, back pain, fallopian tube perforation, fatigue, fibromyalgia, medical device pain, mental disorder, ovarian cyst, pain in extremity, sleep apnoea syndrome and thyroid disorder to be related to essure. The reporter commented: patient had no complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure or any portion of it after removal. Essure confirmation test was performed in (B)(6) 2009 (result not informaed) plaintiff underwent pain block due to leg pain. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: gross description: the specimen consists of a uterus with attached cervix and left fallopian tube weighing 102.9 grams altogether. The uterus measures 9.3 x 5.2 x 4.4 cm. The ectocervix is pink-white with tan nodules measuring up to 0.4 cm. The cervical os is linear and measures 1.5 cm in length. Opening the uterus along the lateral aspect reveals a triangular endometrial cavity measuring 4.1 x 1.1 cm. The endometrium is red and measures up to 0.2 cm in thickness. Cross sectioning reveals tan-pink myometrium. No nodules are identified. The endocervical canal measures 4.0 cm. In length. Cross sectioning through the previously mentioned cervical nodules reveals cystic spaces measuring up to 0.9cm filled with tan-white, mucoid material. The fallopian tube measures up to 7.9 cm. In length and 0.5cm in diameter. The serosal surface is pink - purple and unremarkable. Cross sectioning reveals a metal device within the fallopian tube. The cut surfaces are otherwise unremarkable.. Lot number: 627300, manufacture date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated her right fallopian tube") in a 36-year-old female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included medical procedure (for leg pain) in 2014, gravida I, parity 1 (date of birth: (B)(6) 1996) and blood pressure high (complication during pregnancy). Patient was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Previously administered products included for contraception: ortho evera patch from 2002 to 2003. Past adverse reactions to the above products included myocardial infarction with ortho evera patch. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced back pain ("back pain/ lower back pain/ aching back pain"). In 2012, the patient experienced pain in extremity ("leg pain/ aching leg pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), thyroid disorder ("thyroid problems"), fatigue ("extreme fatigue"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain/ started having severe abdominal pains due to cysts forming on my ovaries/ pain/ abdominal pains/ abdominal pain/ sharp abdominal pain/ abdominal pain on my right side"), ovarian cyst ("cyst on my one ovary"), sleep apnoea syndrome ("sleep apnea"), amnesia ("memory loss"), medical device pain ("severe and persistent pain/ pain was possibly coming from the essure") and mental disorder ("caused or aggravated any psychiatric or psychological condition"). The patient was treated with analgesics, ibuprofen, cyclobenzaprine hydrochloride (flexeril), surgery (total laparoscopic hysterectomy) and physical therapy (chiropractic). Essure was removed on (B)(6) 2014. In 2015, the pain in extremity had resolved. At the time of the report, the fallopian tube perforation, thyroid disorder, fatigue, fibromyalgia, ovarian cyst, sleep apnoea syndrome, amnesia, medical device pain and mental disorder outcome was unknown and the back pain and abdominal pain had resolved. The reporter considered abdominal pain, amnesia, back pain, fallopian tube perforation, fatigue, fibromyalgia, medical device pain, mental disorder, ovarian cyst, pain in extremity, sleep apnoea syndrome and thyroid disorder to be related to essure. The reporter commented: patient had no complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure or any portion of it after removal. Plaintiff underwent pain block due to leg pain. Diagnostic results: she underwent essure confirmation test-dye test, between 2008-2009. Current weight as of (B)(6) 2017: 159 (unit unspecified). Approximate weight at the time of essure placement: 180 (unit unspecified). On (B)(6) 2014, pathology report. Gross description: the specimen is received in a single container of formalin labeled with the patient's name, the accession number and "uterus, cervix, left tube." It consists of a uterus with attached cervix and left fallopian tube weighing 102.9 grams altogether. The uterus measures 9.3 x 5.2 x 4.4 cm. The ectocervix is pink-white with tan nodules measuring up to 0.4 cm. The cervical os is linear and measures 1.5 cm. In length. Opening the uterus along the lateral aspect reveals a triangular endometrial cavity measuring 4.1 x 1.1 cm. The endometrium is red and measures up to 0.2 cm. In thickness. Cross sectioning reveals tan-pink myometrium. No nodules are identified. The endocervical canal measures 4.0 cm. In length. Cross sectioning through the previously mentioned cervical nodules reveals cystic spaces measuring up to 0.9 cm. Filled with tan-white, mucoid material. The fallopian tube measures up to 7.9 cm. In length and 0.5 cm. In diameter. The serosal surface is pink - purple and unremarkable. Cross sectioning reveals a metal device within the fallopian tube. The cut surfaces are otherwise unremarkable. On (B)(6) 2009- essure confirmation test was done. Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet was received. Lot number, reporter information were added. Event outcome were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated her right fallopian tube") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included medical procedure (for leg pain) in 2014, gravida I, parity 1 (date of birth: (B)(6)) and blood pressure high (complication during pregnancy). Patient was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Previously administered products included for contraception: ortho evera patch from 2002 to 2003. Past adverse reactions to the above products included myocardial infarction with ortho evera patch. In 2008, the patient had essure inserted. In 2009, the patient experienced back pain ("back pain/ lower back pain/ aching back pain"). In 2012, the patient experienced pain in extremity ("leg pain/ aching leg pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), thyroid disorder ("thyroid problems"), fatigue ("extreme fatigue"), fibromyalgia ("fibromyalgia"), abdominal pain ("abdominal pain/ started having severe abdominal pains due to cysts forming on my ovaries/ pain/ abdominal pains/ abdominal pain/ sharp abdominal pain/ abdominal pain on my right side"), ovarian cyst ("cyst on my one ovary"), sleep apnoea syndrome ("sleep apnea"), amnesia ("memory loss"), medical device pain ("severe and persistent pain/ pain was possibly coming from the essure") and mental disorder ("caused or aggravated any psychiatric or psychological condition"). The patient was treated with dozol (pain reliever pm), ibuprofen, cyclobenzaprine hydrochloride (flexeril), surgery (total laparoscopic hysterectomy) and physical therapy (chiropractic). Essure was removed on (B)(6) 2014. In 2015, the pain in extremity had resolved. At the time of the report, the fallopian tube perforation, thyroid disorder, fatigue, fibromyalgia, abdominal pain, ovarian cyst, sleep apnoea syndrome, amnesia, medical device pain and mental disorder outcome was unknown and the back pain had resolved. The reporter considered abdominal pain, amnesia, back pain, fallopian tube perforation, fatigue, fibromyalgia, medical device pain, mental disorder, ovarian cyst, pain in extremity, sleep apnoea syndrome and thyroid disorder to be related to essure. The reporter commented: patient had no complications or problems that occurred at the time of essure placement procedure and essure removal procedure. She did not retain the essure or any portion of it after removal. Plaintiff underwent pain block due to leg pain. Diagnostic results: she underwent essure confirmation test-dye test, between 2008-2009. Current weight as of (B)(6) 2017: (B)(6) (unit unspecified). Approximate weight at the time of essure placement: (B)(6) (unit unspecified). On (B)(6) 2014, pathology report. Gross description: the specimen is received in a single container of formalin labeled with the patient's name, the accession number and "uterus, cervix, left tube." It consists of a uterus with attached cervix and left fallopian tube weighing (B)(6) grams altogether. The uterus measures 9.3 x 5.2 x 4.4 cm. The ectocervix is pink-white with tan nodules measuring up to 0.4 cm. The cervical os is linear and measures 1.5 cm. In length. Opening the uterus along the lateral aspect reveals a triangular endometrial cavity measuring 4.1 x 1.1 cm. The endometrium is red and measures up to 0.2 cm. In thickness. Cross sectioning reveals tan-pink myometrium. No nodules are identified. The endocervical canal measures 4.0 cm. In length. Cross sectioning through the previously mentioned cervical nodules reveals cystic spaces measuring up to 0.9 cm. Filled with tan-white, mucoid material. The fallopian tube measures up to 7.9 cm. In length and 0.5 cm. In diameter. The serosal surface is pink - purple and unremarkable. Cross sectioning reveals a metal device within the fallopian tube. The cut surfaces are otherwise unremarkable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet and medical record received. Reporter information updated, case became medically confirmed. Patient demographic information, relevant history and lab data added. Essure indication, stop date (B)(6) 2014 added and start date updated from (B)(6) 2009 to 2008. Event severe and permanent injuries was replaced with events essure perforated her right fallopian tube, back pain/ lower back pain/ aching back pain, leg pain/ aching leg pain, thyroid problems, extreme fatigue, fibromyalgia, cyst on my one ovary, sleep apnea, memory loss, caused or aggravated any psychiatric or psychological condition and symptoms abdominal pain/ started having severe abdominal pains due to cysts forming on my ovaries/ pain/ abdominal pains/ abdominal pain/ sharp abdominal pain/ abdominal pain on my right side, severe and persistent pain/ pain was possibly coming from the essure. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.